Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, inratio: 0.7, lab: 1.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 0.7, lab: 1.7, mean: 1.2, confidence limits: 1.0-1.5. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. Products will be tested. Per pr, in-house retains strips lot 070202 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the sysmex inr is less than 2.0, then the allowable difference between the inratio inrs and the sysmex inr shall be +/- 0.5. If the sysmex inr is 2.0 - 4.5, then the allowable difference between the inratio inrs and the sysmex inr shall be +/- 1.0. The test results of retains strips lots 070202 done in 2007 are as follows: pt1: lot 070202: 2.8, sysmex inr: 2.8, difference: 0.0, result: pass. 3.0, 2.8, -0.2, pass. 3.2, 2.8, -0.4, pass. Pt2: lot 070202: 2.5, sysmex inr: 2.3, difference: -0.2, result: pass. 2.5, 2.3, -0.2, pass. 2.4, 2.3, -0.1, pass. Based on the above test results, per pr 0103, retained lot 070202 meets the criteria for strip accuracy.